Event description:
It was reported that the system displayed an error code during a breast biopsy procedure. The doctor was unable to finish the breast biopsy. The pathology report on the specimens retrieved was negative; the pt was rescheduled for a follow-up ultrasound. Due to the results, the doctor has directed the pt to undergo an open surgical biopsy procedure.